Event description:
The customer reported the touchscreen was malfunctioning. The customer reported that the unit was not in use on a patient. The issue was discovered during the daily check. The field service engineer (fse) was unable to duplicate the issue with the touchscreen and ran the controls test and recalibrated the touchscreen; the results passed. The field service engineer (fse) performed calibration of the touchscreen and performed operational tests with positive outcome. The ventilator is ready for clinical use. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.